Event description:
It was reported that there was no stimulation sensation. This occurred the day prior to this report. The patient used the patient programmer (pp) for the first time in a while as therapy had been off. The pp batteries had been changed. The patient was able to turn stimulation on and used the up arrows and heard beeping but did not begin to feel stimulation. The pp appeared to functioning normally and the implantable nuerostimulator (ins) battery level seemed okay. It was unknown if the amplitude was low and needed to be increased or if the ins needed to be checked. The patient met with their health care provider (hcp) or manufacturer representative on (B)(6) 2015 and still had concerns with their device. It was not working and was told it could be replaced again. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that since implant, he has had issue with the ins intermittently; ins was working sporadically. Sometimes he would feel stimulation and sometimes he would not. In (B)(6) 2015, he stopped feeling stimulation all together. The ins has been checked by 3 manufacturer representatives and it was found to be working. There were several unsuccessful re-programming attempts. There was no cause found for why he could not feel stimulation. There was pain in the lower back and hip on the right side. The patient was redirected to their hcp to schedule a replacement surgery. The indication for therapy was postlaminectomy pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-45, lot# j0504402v, implanted: (B)(6) 2005, product type: lead. (B)(4).